Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature is properly. No lost sensor alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer explained that the screen gets foggy making difficult to read the display. The customer stated that the insulin pump was worn against the skin while exercising. The customer also reported that the device is chipped on the top left corner of the display, the battery was only lasting 4 days, she received a no delivery alarm and had sensor reading discrepancies. The no delivery alarm was resolved by changing the infusion set and reservoir. The customer stated that blood glucose level was 150 mg/dl, but the sensor read 215 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.